Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Correction: d2, d2b, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 05/14/2019. Additional information: hospital has informed that she doesn¿t have any further information. It was the patient that made the complaint, it wasn¿t about the product. Based on this information, we are unable to confirm if ethicon device was involved in the incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported device 'rectus sheath catheter' is not an ethicon blake drain product code 2231. They are 2 different products. If the product is actually an ethicon blake drain product code 2231, please provide the following information- procedure name, location where the broken drain is retained in patient, size of the retained broken piece, surgeon's opinion about drain piece left in the patient? Is the patient suffering adverse consequences? If yes, what medical/ surgical intervention is provided to manage the patient's consequences? Any there any plans in place to remove the broken piece from the patient? Lot number of the drain? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and a drain was used. Multiple attempts to remove rectus sheath catheter (post surgery two days prior) however this resulted in the catheter breaking leading to a foreign body being left in patient's lower abdomen. Additional information requested.